Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that after the left ventricular lead was implanted, the patient experienced phrenic nerve stimulation and the pocket was reopened. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).